Manufacturer narrative:
One (1) new list# 14255-28, primary plum set 0.2 micron flt, clave y-site, pe lined tbg, secure lock, 104 inch was received on 08/14/2019. The set was visually inspected per and there were no issues found. The set was air pressure leak tested according to product specifications and no leaks were found. The filter was hydrostatic pressure leak tested according to product specifications and no leaks were found from the filters. The product that was tested was a sister sample and not the original sample the problem was found on. The reported complaint cannot be confirmed. A batch record review was performed to lot# 876125h and the relevant commodities and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
A sample of the same lot number is available for evaluation. It is not received.

Event description:
The event occurred on an unknown date. The customer reported a primary plum set what leaked chemotherapy by the filter during administration of taxol. There was patient involvement. There was a reported spill of neoplastic and a delay in therapy because the dose had to be redone; however, no harm was reported.